Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer reported switching back to humalog insulin, pump supplies would be changed and resuming insulin delivery. Customer's blood glucose was in 200-300 mg/dl range.